Event description:
It was reported that balloon rupture occurred. A 10mm x 3.00mm wolverine cutting balloon was used for treatment. During the procedure, first inflation was at 6 atm, second inflation was at 10 atm upon the third inflation it was noted that the balloon ruptured at 12 atm. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
Initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 10mm x 3.00mm wolverine cutting balloon was used for treatment. During the procedure, first inflation was at 6 atm, second inflation was at 10 atm upon the third inflation it was noted that the balloon ruptured at 12 atm. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
Initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on the hypotube shaft found no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 6mm longitudinal tear in the distal section. Damage was identified on multiple blades. Blade 1 had a complete detachment of the distal segment and distal blade pad due to the balloon tear. Blade 2 had a 1mm detachment in the proximal section of the distal segment with no blade pad damage observed. Blade 3 had no damage to the blade or blade pads. The tip showed no signs of tip damage. The device was attached to an encore inflation device, and an attempt was then made to inflate the balloon to 12 atmospheres (atm), however, a 6mm longitudinal tear was observed in the distal section of the balloon material.